Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the parent changed out the pod and gave a correction bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be conclusively determined. Additionally, the adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.